Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). Reporter¿s complete mailing address is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an e6 error code displayed (heat). During an in-house engineering evaluation, it was observed that the device had damaged component - bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.